Event description:
Crm received information that the patient implanted with this right atrial pacing lead under went a lead revision procedure. At a normal follow-up appointment, the patient was informed that their lead appeared to have detached from the heart wall. It was reported that patient experienced some chest pain. The available information suggests this lead was successfully revised and remains in service.